Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set came off on (B)(6) 2026. The cause of the product not adhered due to sleep. No further information available.